Event description:
Customer contacted beckman coulter (bc) in regards to high erroneously high sodium (na) and calcium (ca) results and low chloride (cl) results generated by analyzer the erroneous results were reported out of the laboratory. Examples of original and repeated na, cl and ca results are provided. The difference in the cl results is within the bci precision claim. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. After the customer noticed the results were skewed, patient samples were repeated on the lab's second analyzer and amended reports were issued.

Manufacturer narrative:
The ise system is calibrated routinely every 8 hours and qc samples are run. The bci engineer found gel in the modular chemistries (mc) sample probe wash collar. It was replaced and the repair was verified by qc and precision runs. A malfunction will be assumed for the purpose of this input.